Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned for evaluation (method code and results code). A review of the device history records was performed which confirmed no inconsistencies (method code). A root cause could not be determined due to the device not being returned for evaluation. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a rotator cuff repair procedure it was reported the surgeon noted shards (shiny little flakes) of the shaver blade were visible in the shoulder. It was stated that the pieces broke off within the patient; however, the pieces were removed. A ten minute delay, no patient injuries or complications were reported.